Event description:
An endurant stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The final angiogram at the index procedure indicated that the device effectively sealed in the artery and excluded the aneurysm. It was reported that a CT scan revealed disease progression around the distal end of the graft resulting in ectatic iliac measuring approximately 30mm around the stent graft however, the graft still sealed off blood flow to the abdominal aneurysm. An intervention was performed and the physician extended the endurant 16x20x124 with an endurant ii 28x28x82 graft 15mm into the distal right common iliac to seal off the ectatic portion of the vessel. The physician then performed a hand injection angiogram which revealed that the endoleak around the graft remained. An endurant ii 24x24x82 was then implanted in an attempt to extend a few more millimeters to a more narrow portion of the right common iliac. It was extended about 2mm and the endoleak around the graft appeared to be reduced when another hand injection angiogram was performed. The physician finished the case with this result.. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).